Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous high wbc result of 37.8x10^3cells/ul generated by the coulter lh750 hematology analyzer on one chemotherapy patient sample without instrument generated flags. The erroneous result was reported outside of the laboratory and questioned by the pathologist and a manual smear was performed. The sample was rerun with wbc results of 9.6 and 9.8x10^3cells/ul which were similar to manual count and previous history which was considered correct. A corrected report was issued. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The sample was collected in a vacutainer tube and stored at room temperature. Qc was run before and after the incident and was in range. The instrument is currently performing within qc specifications. A field service engineer (fse) went on-site, reviewed qc and patient data and performed regularly scheduled preventive maintenance (pm). Instrument performance was verified and validated.